Event description:
It was reported that it was not possible to pass the lead through the catheter. The catheter was changed three times with no success. The lead was not implanted. Another lead was placed in the catheter and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that it was not possible to pass the lead through the catheter at the implant attempt. The catheter was changed three times with no success. The lead was not implanted. Another lead was placed in the catheter and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched. Corrected: device operator code.